Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model#: icv1208, s/n#: (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer's quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model#: icv1208) perceval heart valve at the time of manufacture and release. Since the device is not available for return (not explanted), no further investigation is possible at this time. The manufacturer attempted to retrieve additional information on the event, but no new information was provided. Based on the available information, it is not possible to draw a definitive conclusion on the reported event and on the device relationship. However, per the document review performed, no manufacturing deficiencies have been identified and no device malfunctions have been identified in the data available on the clinical study. Should further information become available in the future, a follow up report will be provided. At this time, the root cause cannot be established.

Manufacturer narrative:
Unknown if autopsy performed.

Event description:
The manufacturer received information on this event through the (B)(6) clinical study. On (B)(6) 2019 a patient received a perceval valve pvs21 in aortic position via median sternotomy. The site reported an adverse event ae 1: patient death that occurred on (B)(6) 2021. There is no indication on the type of death (cardiovascular or non-cardiovascular). The clinical assessment reported on the study indicates an unknown relationship with the device and the implant procedure. Based on the review of the information reported in the study database, during the follow up a good device functionality is recorded and no product-related adverse event occurred.